Event description:
Report received from the USA stating that there was a "hole in the rubber tubing." The hole was found while in sterile processing after it was used in a procedure. There were no pt injuries reported. There was no additional information provided.

Manufacturer narrative:
The device has been received by anspach. If additional information is received, a supplemental report will be sent. (B)(4).